Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, occurring at least three times with this device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support agreed to replace the pump and instructed the customer on how to manage the transition, including storing the current pump and returning it within ten days using a pre-paid label. The customer acknowledged the receipt of a pump with updated software and planned to use multiple daily injections as backup therapy during the transition.